Event description:
The account alleged the bed exit did not alarm.

Manufacturer narrative:
The account unplugged the tape switch connector and it started alarming and when he removes mattress, it will start alarming as well. Tech support indicated the issue is with the tape switches or the non hill-rom mattress is too heavy. Repairs have not been completed.